Event description:
It was reported that shaft break occurred. A 4.00 x16mm synergy ii drug-eluting stent was selected for used during a coronary angiogram and percutaneous coronary intervention. Inflation device was prepared and thereafter removed the stent from the protective tubing. However, it was found that the stent shaft was fractured while attaching it to the inflation device. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 24.9cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
It was reported that shaft break occurred. A 4.00 x16mm synergy ii drug-eluting stent was selected for used during a coronary angiogram and percutaneous coronary intervention. Inflation device was prepared and thereafter removed the stent from the protective tubing. However, it was found that the stent shaft was fractured while attaching it to the inflation device. The procedure was completed with a different device. There were no patient complications reported.